Event description:
In, 2005 baxter service representative reported that patient complained of being pulled approx 580ml over than the prescribed goal on the machine. The prescribed goal was 2400ml, treatment time 4: 15hrs, dialysate flow 700ml/min, blood flow 450m/min. Patient: weigh in 108. 7kg, patient weigh out 105.7kg. No patient injury or medical intervention reported.

Manufacturer narrative:
Additional manufacturer narrative: the instrument was inspected by the biomed tech from the unit. He found in2 volume sensor at approximately half of the desired value. The biomed tech cleaned the sensor and was running simulate treatment to verify the operation.